Event description:
It was reported the patient presented for an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026. It was noted the alp perforated the right atrium which was confirmed via an ultrasound. The patient experienced hypotension, pericardial effusion, and tamponade as a result. A pericardiocentesis was performed to remove excess fluids and then a sternotomy to close the preformation. The alp implant was abandoned and the patient is currently in recovery.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.